Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00431 / 00433).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to alleged pseudotumor and elevated metal ion levels. The cup, head and taper were removed and replaced with a biomet head and competitor cup and liner. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, elevated metal ion levels, lack of mobility, and loss of range of motion. Legal document further alleges the presence of a loose cup, gray material, a pseudotumor, metallosis and wear were noted during the revision surgery.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to alleged pseudotumor and elevated metal ion levels. The cup, head and taper were removed and replaced with a biomet head and competitor cup and liner

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿wear and/or deformation of articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on february 6, 2013 due to alleged pseudotumor and elevated metal ion levels. The cup, head and taper were removed and replaced with a biomet head and competitor cup and liner. Additional information received from patient's legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, elevated metal ion levels, lack of mobility, and loss of range of motion. Legal document further alleges the presence of a loose cup, gray material, a pseudotumor, metallosis and wear were noted during the revision surgery. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in revision operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain and elevated metal ion levels. Operative report noted the presence of an effusion, gray metallic type tissue, gray slightly purulent material consistent with metal-on-metal failure, hypertropic inflamed pseudotumor, metallosis, wear, partial avulsion of hip abductors, lysis, vertical retroverted cup with lack of bony ingrowth, burnished head, and no evidence of infection. The stem was well fixed. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor cup and biomet head.